Manufacturer narrative:
The device was received for evaluation. A visual inspection and functional testing was performed and found a tube disconnected from the part where it connects all tubes. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a manifold set ¿ruptured.¿ this occurred during preparation of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.